Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 44 mg/dl despite a sensor glucose of 155 mg/dl. Troubleshooting did not occur for the low blood glucose. The insulin pump was not returned for analysis.